Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. A batch review was performed for potentially associated lots (h10a06037) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a nurse from the (B)(4) of bacterial peritonitis with culture positive for staphylococcus epidermidis in a patient coincident with dianeal pd4 ambuflex therapy, intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that on (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown. Treatment for the event of peritonitis was not reported. Dianeal therapy was ongoing. The patient was recovering from the event. On (B)(6) 2011, the patient was discharged from the hospital.